Event description:
A 34mm diameter x 16mm diameter x 170 mm length talent bifurcated stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the iliac arteries were tortuous. It was reported that it was not possible to deploy the stent graft. The delivery system was removed from the pt and another talent bifurcated stent graft which was smaller was inserted and deployed in the pt. The device has not been returned for evaluation. It is possible that the pt's tortuous iliac arteries may have contributed to the deployment difficulty. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.

Manufacturer narrative:
Conclusion: lack of info (device was not returned for evaluation).